Event description:
A caller reported that the quick bolus/wake button on their insulin pump was difficult to press, often requiring multiple presses to activate the screen. There was no information provided regarding any adverse impact on the caller¿s blood glucose levels. Technical support instructed the caller on proper button-pressing techniques and confirmed that the pump would be replaced. The caller was given instructions to allow the pump's battery to deplete and use multiple daily injections (mdi) as a backup therapy while awaiting the replacement. The caller agreed to return the problematic pump using a pre-paid label within ten days.